Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2009 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test; however, no faulted diagnostic test occurred on (B)(6) 2009. The physician programmed the device output current off due to high impedance (MFR. Report # 1644487-2006-00137); however, the magnet output current was not corrected or programmed off. No patient adverse events were reported.